Event description:
It was reported that during a percutaneous coronary stenting treatment procedure stent damage occurred. The 90% in-stent restenosed target lesion was located in the calcified and moderately tortuous proximal to mid right coronary artery. The 3.0 x 24mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the lesion. The sds was advanced with a non bsc microcatheter and was able to cross and was deployed. Post deployment as the mirocatheter was being withdrawn it caught on the proximal portion of the deployed stent and stretched the stent. The distal end of the stent was well apposed. The physician was unable to retrieve the stent, therefore the stent was crushed with an unspecified guide catheter. Another unspecified stent was deployed to treat the crushed stent area. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The stent became damaged following interaction with another device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is caused by other. (B)(4).